Event description:
A user facility registered nurse (rn) reported that a blood leak occurred with the combi set bloodlines approximately two hours into the patient¿s hemodialysis (hd) treatment. It was reported that blood began leaking from the heparin line of the combi set tubing. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The machine, a fresenius 2008t machine, alarmed with an air alarm. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However a video of the reported issue was provided. It could be observed that the heparin line is separated from the red pump ¿t¿ connector of the arterial line. The manufacturer used the video to confirm the reported issue. The probable causes for this failure mode include the following: the operator not following the indications from the applicable module, an unqualified operator, an unclear work instruction, an incorrect assembly technique, dispensers that are not appropriately working in the assembly process, bushing diameter, larger pin size, lack of solvent in dispenser, solvent application technique, smaller pin size, incorrect pressure set up, or an equipment malfunction. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Event description:
A user facility registered nurse (rn) reported that a blood leak occurred with the combi set bloodlines approximately two hours into the patient¿s hemodialysis (hd) treatment. It was reported that blood began leaking from the heparin line of the combi set tubing. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The machine, a fresenius 2008t machine, alarmed with an air alarm. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.